Event description:
Procedure: thyroidectomy. Reportedly, blue plastic from the device melted during the procedure and fell into the surgical area. The material was retrieved from the wound without any reported incident or adverse effects to the patient.